Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found issue with host pc. Upon troubleshooting, fse was instructed to replace the host pc. To resolve the problem, fse teammate was able to successfully connect to the original host pc and complete the pc's. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an unspecified issue with the host computer, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.